Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 -- laparoscopic ventral hernia repair with composix e/x mesh. On (B)(6) 2006 -- hospitalization: diverticulitis. Discharged on (B)(6) 2006. On (B)(6) 2006 --cystoscopy, exploratory laparotomy with removal of infected abdominal wall mesh, small bowel resection x3 with side-to-side functional end-to-end anastomosis for each, extensive enterolysis and lysis of intra-abdominal adhesions. Small bowel noted to be adherent to mesh, which was bile-stained. On (B)(6) 2006 -- debridement and closure of abdominal wall, repair made with allograft.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh ;therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's medical history includes multiple abdominal surgeries and diverticulitis, which may have contributed to the event. The pt was reported to have developed adhesions, which is stated as a possible adverse reaction in the product's instructions for use. The pt is also reported to have developed an infection. While it was noted that the mesh had become infected, there was no indication that the mesh was the source of the infection. The IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. With the info provided, no conclusion can be drawn.